Event description:
It was reported that the patient presented for an unrelated CT scan. During the scan it was noted that the right ventricular lead had dislodged. It was noted that the lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.